Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm,tmicl12.6, -15.0/2.5/120 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive astigmatism was observed. The lens remains implanted. Cause of event reported as device, lens rotation. Additional information has been requested but none has been forthcoming.